Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir tests. The reservoirs failed per inspection. The reservoir's transfer guard was occluded. Evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that the reservoir is leaking to the pump. The customer was advised to return reservoir and transfer guard. Customer was advised the we will replace out the 4 that have had leaked. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with injection.